Manufacturer narrative:
The problem was resolved after the user replaced the lamp. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the lamp failed to light. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same device after replacing the lamp. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause was the lamp as the issue was reported to be resolved when it was replaced. Olympus will continue to monitor the field performance of this device.